Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology were not reported. It was reported the patient did not believe that there was a good proximal aortic neck seal and there was a type I endoleak. The patient had a very high activated clotting time (act) of 590 after the stent grafts were placed; however, at the end of the procedure the activated clotting time was 370. The physician elected to place another MFR's stent proximal to the bifurcated stent graft. The following day a CT was performed demonstrating good results. No additional clinical sequelae were reported and the patient is fine.